Event description:
Please see user facility report 2300460000-2012-8162.

Manufacturer narrative:
This report is submitted to give a response to ufr 2300460000-2012-8162. It was reported that device stopped ventilation while nurse was giving a bath to the pt. After the event the device was completely tested per drager maintenance test procedure and passed. The device showed no deviation from specification. The device logs were downloaded and analyzed. During the time of event the ventilator was twice switched to standby and showed a lot of vt-high alarms (tidalvolume higher than set alarm limit). This alarm points to a leak in the pt system which prevents pressure increase and therefore, adequate application of the inspiratory volume. No final conclusion can be drawn. The device was either unintended switched to standby or a leak in the hose system developed due to handling during the reported bath procedure. It is likely that no device failure caused the reported event. The case was assessed to be non-reportable in accordance to (B)(4).